Manufacturer narrative:
The insulin pump was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. The pump was received with a cracked case (battery tube). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.